Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urgency frequency. The patient was not feeling well. On saturday she had no appetite, she wasn't drinking much. When she was at the emergency room on (B)(6) 2019, the doctors used a catheter to have her void, but they were still having trouble. Patient stated couple days later it hurt so bad when she bends over. Patient stated it is painful and once in a while has tears. Patient advised to contact her clinician. There was no surgical intervention that occurred. The issue was not resolved at the time of the report. There were no further patient complications are anticipated or expected as a result of this event.